Event description:
A caller reported a cartridge alarm 30, which led to a high blood glucose reading displayed as "high," though the specific value was not known. There was no adverse impact to the customer's blood glucose level. The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer expressed interest in an out-of-warranty loaner pump as the existing pump was no longer under warranty.